Event description:
It was reported by the clinician that they have had cannon catheter performance issues with 50% of one of the physician's patients. The clinician stated the physician performed the insertion under fluoroscopy in the patients right internal jugular. The patient was then put on the dialysis machine. The cannon would hit a max flow of 200 for 30 minutes and the machine would cut off. They waited 24 hours and injected pta in the cannon catheter and then tried to dialyze again, but had the same results. As a result, the catheter was removed and replaced with a femoral cannon catheter which worked fine. According to the clinician, he feels the issue comes from the placement of the catheter. This particular physician places approximately 95% of the catheters they have issues with. The other physicians who insert the cannon catheters are not experiencing complications.

Manufacturer narrative:
Sample will not be returned for evaluation.